Event description:
We have come across 0.2 micron maxguard extension filter sets that are falling apart the y-site. These are filters used for tpns and treprostinil. It appears that the tubing does not have an adequate amount of adhesive and the tubing easily dislodges from the white plastic y-piece.